Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Drive support disk was inspected and no anomaly was noted. Pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl. The customer was treated for the low blood glucose with food and glucose tablets. Customer¿s blood glucose level was 101 mg/dl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was sticking out. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was returned for analysis.